Event description:
Edwards received notification from our affiliates in germany. As reported, this was an implant case of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach. During the procedure, the balloon was full inflated with nominal volume. Then, slowly at the beginning and faster until full inflation technique, it burst before the valve was fully expanded. The delivery system was removed though the esheath, quickly because it was not assured that the valve could embolize, with no difficulties. A second commander delivery system was used for post-dilatation into an acceptable final position of the valve. The patient did not experience any injury and was noted to be doing good.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The returned device was visually examined and the following was observed: a radial and longitudinal balloon burst was confirmed. No missing balloon pieces. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint balloon burst was confirmed by visual examination of the returned device. However, no manufacturing non-conformance was identified during the evaluation. Dimensional inspection of the returned balloon revealed that the balloon wall thickness was within specification. No other visual abnormalities were observed on the returned sample. An existing edwards' technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As seen on the 3mensio report, calcification was present on the aortic valve leaflets. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst. The technical summary is applicable to this complaint. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training on how to deploy thv. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. No further actions are required. Complaint histories for all reported events are reviewed against trending control limits monthly , and any excursions above the control limits are assessed and documented as part of this monthly review.